Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a faulty mfe shield on the analog board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.